Event description:
A malfunction alarm with the code malf 16 was reported, and the fault could be reset, but the issue persisted after resetting. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information and determined that a pump replacement was necessary. The customer was instructed on using an alternate insulin delivery method, mdi, while confirming the pump was under warranty. The customer received guidance on returning the malfunctioning pump and preparing it for return shipment.